Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty and supera stent implantation. Reportedly, when the starclose device was removed, the clip was on the distal end of the device and then the clip popped off the device. There was no difficulty removing the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The clip was not returned; therefore, the reported clip getting caught at the distal end of the device during deployment, could not be confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for clip getting caught at the distal end of the device reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.